Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient had surgery, the battery discharged and went down to 0. The controller wouldn¿t communicate when connected to the recharge, stated no device found. The rep had performed antenna locate and was on the second round of a physician mode recharge (pmr). The rep had tried to communicate with the controller and recharger disconnected and received similar results. The rep didn¿t try to interrogate with the tablet. The patient was able to last use the ins 2 weeks ago. It was reviewed that it could take up to 3 pmrs before charging switched to regular charging state. The rep called back after attempting 3 unsuccessful pmrs and requested next steps. The rep was instructed to disable the device and reviewed the process which resulted in successful communication and 90% ins charge level upon resolution. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstance that lead to the issues was they had an illness that prevented them from charging the unit. When the patient went to charge the unit had trouble accepting the charge.